Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of over 1400 mg/dl and was subsequently hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.